Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for cervical/neck and spinal pain. Health c are professional reported the patient felt a sharp, shooting pain in their ins area that radiated down their leg intermittently. These issues reportedly began about 2 weeks prior to the report ((B)(6) 2017). It was reported that the stimulation felt like it was overs hooting. The patient was concerned their ins was leaking. Patient reported getting pain relief with their system but would have a return of their regular pain if they shut off their system. It was unsure when the patient last had their systems checked. No trauma/falls were reported. It was also reported that the patient was hospitalized in (B)(6) for pneumonia but that it was unrelated to their system.